Event description:
During a transfemoral tavr procedure, following deployment of a 23mm sapien xt valve, a mid descending thoracic aortic dissection was noted and repaired. Following insertion of the expandable sheath (esheath), a stiff wire was exchanged for a super stiff wire. Balloon aortic valvuloplasty (bav) was performed without issue. The valve was positioned and deployed in ¿perfect¿ 60:40 aortic/ventricular (a/v) position, resulting in trace to mild paravalvular leak (pvl). All devices were removed. Prior to suturing, some evidence of a perfusion was noted in the mid descending thoracic aortic area. A dissection/disruption was verified with angiogram. An endograft was used to seal the dissection. The patient remained stable throughout the procedure. At the completion of the procedure, the patient was transferred in stable condition. The cause of the dissection is not known. The dissection was noted to be higher than the esheath and lower than the valve position. The patient¿s native annulus measured 18mm x 24mm by CT (valve area of 347mm2). Moderate annular calcification, moderate native leaflet calcification and no aortic root calcification were noted.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torquing of the flex catheter may be helpful in solving the problem. In this case, the cause of the descending thoracic dissection cannot be confirmed. It is possible that the procedure itself may have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.